Manufacturer narrative:
The customer reported that the led light comes on on their central nurse's station (cns), but it will not show any video. The screen remains black as if its turned off. No harm or injury was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the led light comes on on their central nurse's station (cns), but it will not show any video.